Manufacturer narrative:
On january 14, 2021, mentor became aware that the date of implant was on (B)(6) 2005 confirmed by implanting surgeon that the patient's procedure was not in 2015. Hence, field d6a has been updated to on (B)(6) 2005 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2023, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown in addition to left deflation. Clinical code "capsular contracture" has been added to field h6 on this form. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2023, mentor became aware that the date of replacement surgery is (B)(6) 2023. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2023 - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left deflation since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, the mentor failure analysis lab received the device for evaluation. On july 13, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age, race, and ethnicity underwent revision breast augmentation with 325cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.